Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter, the staples did not form when cartridge was fired, though the tissue was cut. All of the staples were found unformed. The open portion of the stomach was closed with sutures. The surgery time was extended by more than 30 minutes.